Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. The customer's address is unknown. Unknown, new jersey, 00000 USA has been used as a default. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate. The following was received from the initial reporter: at the very tip of the needle there is more plastic. She said she is getting a bubble in the skin now with this needle and would like to know if there has been a change in them. Hello. I am writing because I received a new shipment of bd 0.23mm x 4mm 32g x 5/32¿ needles from optum rx a few days ago. I was diagnosed late in life with type 1 diabetes 10 years ago, and I have been using bd needles ever since. Bd is clearly the preference of my endocrinologist. I noticed that there is a change in the needles near the tip - more plastic. The needle size is of course the same, but it seems a little more difficult to inject the insulin.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate. The following was received from the initial reporter: at the very tip of the needle there is more plastic. She said she is getting a bubble in the skin now with this needle and would like to know if there has been a change in them. Hello. I am writing because I received a new shipment of bd 0.23mm x 4mm 32g x 5/32¿ needles from optum rx a few days ago. I was diagnosed late in life with type 1 diabetes 10 years ago, and I have been using bd needles ever since. Bd is clearly the preference of my endocrinologist. I noticed that there is a change in the needles near the tip - more plastic. The needle size is of course the same, but it seems a little more difficult to inject the insulin.

Manufacturer narrative:
The following fields were updated due to correction:: correction made to imdrf annex b grid: from b001-testing of actual suspected to device to b15-analysis of data provided by user/third party

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate. The following was received from the initial reporter: at the very tip of the needle there is more plastic. She said she is getting a bubble in the skin now with this needle and would like to know if there has been a change in them. Hello. I am writing because I received a new shipment of bd 0.23mm x 4mm 32g x 5/32¿ needles from optum rx a few days ago. I was diagnosed late in life with type 1 diabetes 10 years ago, and I have been using bd needles ever since. Bd is clearly the preference of my endocrinologist. I noticed that there is a change in the needles near the tip - more plastic. The needle size is of course the same, but it seems a little more difficult to inject the insulin.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10.